Event description:
An endurant ii stent graft system was attempted to be implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported that the delivery system was found to be defective while prepping the device. The front grip of the delivery system came loose out of the package and detached from its normal position. The front grip was able to slide off the graft cover. There was no damage to the packaging or the original box. The device was not used and a different bifurcate was opened and used. No clinical sequelae were reported and the patient is fine. The device was returned for analysis. The event was confirmed; the front grip was detached from the delivery system. The root cause of the event could not be determined.

Manufacturer narrative:
(B)(4).